Manufacturer narrative:
(B)(4). Date sent: 6/22/2026. D4 batch#: unknown. D4: UDI: as the lot number and the expiration date for the device involved in the event was not provided, the full UDI is currently not available. Additional information was obtained: it seems that "blade error detected" was displayed, and the blade was broken when touched it outside the body. There was no bleeding or tissue damage at the time of the event. The damaged pieces were enclosed with the returned product. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown open surgery for the liver, the blade was broken during use. It is highly likely that the device came into contact with a hard object, such as forceps, during use. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.